Event description:
It has been reported to philips that the allura system would not power on. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that the host pc was not booting up because of main board battery was low. The engineer replaced the main board battery, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.